Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down and experienced a non-recoverable loss of system functionality. No patient or user injury was reported.